Event description:
The reporter contacted animas on (B)(6) 2012 alleging the patient's site/set was changed out 5 times on (B)(6) 2012 as a result of elevated blood glucose (bg) of 400 mg/dl. The patient was reportedly administered an injection of 1.5 units humalog u100 at 9:00 am on (B)(6) 2012 for bg of 402 mg/dl. The patient was reportedly taken to the emergency room (ER) at 9:00 am on (B)(6) 2012 for elevated bg of 402 mg/dl with a small amount of ketones and no other symptoms. The patient was reportedly diagnosed with diabetic ketoacidosis (dka) and treated with IV therapy of a reportedly unknown product. The patient was reported to have been drinking water while in the ER to combat ketones. At 11:00 am on (B)(6) 2012, the patient's bg was reported to be 372 mg/dl. The patient's bg was reportedly down to 125 mg/dl at 1:30 pm on (B)(6) 2012. The reporter stated the patient was taken off insulin pump therapy at 4:00 pm on (B)(6) 2012. The patient was reportedly scheduled to begin injections with humalog and lantus. The reporter stated the insulin to carbohydrate ratio setting in the pump was reviewed and adjusted one month prior to this event. The reporter confirmed the basal settings in the pump were correct. The reporter stated the morning basal settings had been increased 1-1/2 weeks prior to this event. Troubleshooting by animas representative showed the alarm and prime history to be unremarkable. The bolus history was reviewed with all doses having been completed. The basal history was also noted to be unremarkable. Pump suspension in the pump's history correlate to site/set changes. Bolus, basal and total daily dose history was reviewed and determined to be accurate. The reporter denied any changes in the patient's lifestyle and lab work and testing performed in the ER were all reportedly normal. The patient's mother, the hospital staff and the patient's doctor all reportedly feel there may be an issue with the insulin pump. The patient's doctor requested the patient be given a new pump to try. The pump is being replaced per the physician's request. This complaint is being reported because the patient reportedly experienced dka and received treatment at the ER for same, while on insulin pump therapy.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history did not reveal any alarms or pump conditions that would indicate a malfunction. On testing, the keypad buttons were normally responsive with hypersensitivity noted. The pump powered on normally with appropriate audible and vibratory function. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.